Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases/review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implantation of a cementless corail stem the proximal part of femur fractured at trochanter minor area. Further details are unknown and will not be available on request as surgeon reported this event about two years after occurence and did not remember any details or patient name.